Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by reloading the cartridge after cleaning the pneumatic tap area on the pump, following instructions from technical support.